Event description:
A pt reported they were seen in ER. Their one touch profile meter allegedly was inaccurately low. The result on their was 47mg/dl and 50mg/dl. The time difference between the two results was unk. The result from the hospital meter was 308 (unk units). The time difference between pt's meter and hospital meter was unk. Treatment was unk. No further info has been reported.